Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during the one week post implant follow-up, an x-ray revealed that the electrode dislodged from its original implant location. An induction was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) properly detected and treated the arrhythmia. Technical services (ts) was consulted to review the x-ray images. Ts discussed potential reasons for the dislodgment and current s shape of the electrode. Due to the successful induction and the physician noting they were satisfied with those results, ts discussed the possibility of continued follow-up review for assessment. The electrode remains in service and no additional adverse effects were reported.